Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was used longer than recommended. The device was used with the patient for eight months. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not evaluated for this event. However, it was reported that the transfer set was in use for 8 months. The patients are instructed to use this device for 4 months. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.